Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on an unknown date. According to the complainant, during the procedure, a 18-20 mm balloon was mistakenly used instead of a 8-10 mm balloon which resulted in a perforation to the patient. There was no alleged problem with the balloon, though the complainant did suggest implementing a color-coding system to more clearly differentiate balloon sizes. Treatment information for the perforation and current patient status was not reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.